Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain, irritation, scarring or discomfort occurred. This report is for unk - plate recon/unknown lot number. The devices were originally implanted approximately six months ago. Since no product problem, unknown if device will be coming back. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of an 8-hole 3.5 recon plate and eight 3.5 cortex screws due to scarring (and pain, irritation, discomfort). The devices were originally implanted approximately six months ago during open reduction internal fixation (orif) of fractured pelvis. During the initial reduction the surgeon placed the plate in a position more posterior on the pubic symphysis. As a result, it was communicated by the surgeon removing the implant that significant scarring (to the implants) developed, which adhered to the patients bladder. The surgeon chose to remove everything since the patient had healed. During the hardware removal the bladder was perforated. All implants were removed without delay, however the repair of the bladder took approximately an additional hour. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.